Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This is an initial/final submission. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Note: complaint history review was performed using all related item numbers (00770100000, 00770100100, and 00770100200). Further action not required as two or less complaints were identified with the same item and lot number combination. On july 7, 2019, it was reported that there is no alleged event this device was sent for preventative maintenance and required repair. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on july 18, 2019 revealed that the pre-test calibration and sample mesh could not be taken due to the bent comb. The 1.5:1 ratio cutter, serial number (B)(4) , and 2:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. Service notification number (B)(4) dated 7/5/2019. While the returned product investigation confirmed that the skin graft mesher required repair due to a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It is reported that there is no alleged event, this device was sent for preventative maintenance and required repair only. Product assessment of the returned mesher revealed a bent comb. No adverse events were reported as a result of this malfunction.